Event description:
Dr performed exploratory surgery to determine the condition of a screw in question. Dr removed first screw successfully. When dr proceeded to extract the second screw, he broke half of the head off the screw with a hemostat. The original surgery date was in 2001.